Manufacturer narrative:
DHR review and review of complaint history were not performed based on the low severity of this complaint. An analysis of the data logs has been performed. This analysis concluded that, after deleting the 3d reference exam, the application crashed due to a known anomaly. This occurred when the user was redefining the 3d reference exam. The previous 3d exam was deleted while the new one was not yet saved then, the patient folder no longer has a 3d reference exam. But, to be read by the software, any patient folder must have one of these exams defined as 3d reference exam. That explain why the patient folder was missing from the list after restarting the device. (B)(4).

Event description:
A company field service engineer (fse) was present for a dbs case. The bone fiducials were placed on the patient¿s skull and their pre-operative image was captured with the o-arm mobile CT unit. The CT image series were then imported into the rosa robot software. Not all the bone fiducials were visible in the CT images acquired, which is crucial for the marker placement portion of the rosa registration process. Therefore, the (B)(6) (hospital) staff members wanted to re-take the CT images. Before importing this second CT image series into rosa, the user tries to delete the first imported CT image series within the rosa exam manager screen. This action caused an error screen to show up and the rosa robot proceeded to shut down at approximately 4:47 pm pst. The user attempted to delete the first CT image series after rebooting rosa and the same error screen showed up before rosa shutdown again. When the rosa robot was rebooted after the second shutdown, the fse noticed that the patient folder was not even present on the rosa software anymore. Due to the patient folder no longer being present on the rosa software, a series of steps had to be redone. These steps include creating a patient file, re-uploading the MRI images and surgeon had to plan his two dbs trajectories again. The newest pre-operative CT images were then merged to the MRI images before the rosa registration process begun. The total delay length caused by these series of events was approximately 19 minutes.